Event description:
The pump was noted to underdeliver during biomedical engineering test procedures. The pump was sent to biomed with a note stating the pump was giving cassette alarms. There was no pt incident. During testing for delivery accuracy, the pump was noted to deliver 16 ml with an expected delivery of 20 ml. There were no reports of any adverse pt events while the device was in pt use.

Manufacturer narrative:
The pump was received for testing and investigation on 5/8/97. Testing is not complete.